Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to clogging of the channel tube, the forceps could not be inserted; the connecting tube and the root part of the insertion tube and the universal cord were wrinkled; the switch box had a scratch; switch1 was swollen; the light guide lens had a chip; the root part of the insertion tube was bent and damaged; the adhesive of the bending cover was missing and damaged; there was no adhesive on the objective lens, which may have caused water vapor to enter, resulting in a blurry image. The investigation is ongoing and follow up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a foreign body stuck in the biopsy tube and it could not be removed. Additionally, the endoscope image was often blurred. The issue was found during reprocessing for a gastroscopy procedure. There was no delay, the patient was not under anesthesia and the procedure was completed using the same device. There were no reports of patient harm or impact associated with this event.